Event description:
It was reported to philips that the system's geometry module button was damaged. Upon rebooting, the system was unable to boot, stalling at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the neurovascular procedure had been performed, and the procedure was completed with the same geometry module because the button had only cosmetic damage. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to complete the boot process. The original geometry module was reinstalled, but the system continued to fail to boot. Review of the system log files determined that the flex vision pc was not communicating with the host pc. During boot-up, power was present at the flex vision pc, but the pc itself remained powered off. Further troubleshooting determined that the ttcf board was defective. To resolve the issue, the fse replaced the board. The system was returned to service in good working order. The codes were updated based on investigation outcome.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the neurovascular procedure had been performed, and the procedure was completed with the same geometry module because the button had only cosmetic damage. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to complete the boot process. The original geometry module was reinstalled, but the system continued to fail to boot. Review of the system log files determined that the flex vision pc was not communicating with the host pc. During boot-up, power was present at the flex vision pc, but the pc itself remained powered off. Further troubleshooting determined that the ttcf board was defective. After fse powering the flex vision pc back on, the issue was resolved. The system was returned to service in good working order. The codes were updated based on investigation outcome.